Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you verify the awareness date was 1/8/2020, the day you called in? Please verify date of birth reported as 3/30/1947? Please verify was patient bmi 27.8 or 32.9? The patient demographic info: gender, weight at the time of index procedure? What tissue layer was each suture used on? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? What date did the patient present with dehiscence (# post op days)? How was the dehiscence managed? What was the appearance of the stratafix spiral mon suture during the second procedure? Did the tissue pull away from the stratafix spiral intact suture? Was the stratafix spiral suture intact or broken? If broken, where (proximal, distal, end, middle)? Can you identify the lot number reported in this event? Are there pictures available that could be forwarded for review? Was any additional treatment rendered? What is the surgeon opinion of the contributing factors for the patient wound dehiscence? What is the current condition of the patient?

Event description:
It was reported that the patient underwent right tsa on an unknown date and barbed suture was used. The suture was used on subdermal and dermal layers. The surgeon reported that irrisept and saline was used to irrigate the wounds prior to closure. Topical skin adhesive was applied but there was no skin issue reported. Around 5-7 weeks post-op, the patient had suture to breakdown and cause incision to open. The patient experienced infection. The patient underwent a second procedure due to superficial dehiscence, and underwent washout of the wound and reapproximation. There was no information provided regarding the appearance of the suture during the reoperation. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 02/27/2020. Correction: b6, h6 device code. Additional information was requested and the following was obtained: can you verify the awareness date was (B)(6) 2020, the day you called in? Yes. Please verify date of birth reported as (B)(6) 1947? Yes. Please verify was patient bmi 27.8 or 32.9? 22.1. The patient demographic info: gender, weight at the time of index procedure? Not sure. What tissue layer was each suture used on? Dermal,sub dermal. What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Normal. What date did the patient present with dehiscence (# post op days)? 4 weeks. How was the dehiscence managed? I&d. What was the appearance of the stratafix spiral mon suture during the second procedure? Not sure. Did the tissue pull away from the stratafix spiral intact suture? Not sure. Was the stratafix spiral suture intact or broken? If broken, where (proximal, distal, end, middle)? Broken. Can you identify the lot number reported in this event? No. Are there pictures available that could be forwarded for review? No. Was any additional treatment rendered? Not sure. What is the surgeon opinion of the contributing factors for the patient wound dehiscence? Suture breakdown. What is the current condition of the patient? Satisfactory.